Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor experienced a sensing issue, indicating false asystole. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.